Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was generated for left ventricular automatic threshold (lvat) suspended. Thresholds have been slowing increasing since implant and the last successful lvat electrogram (egm) showed a threshold of 4.5v. Additionally, the presenting egm showed loss of lv capture. Lead assessment with a programmer was recommended. The lead remains in service and no adverse patient effects were reported.